Event description:
Adverse event(s): "failed to lower iop" (no code available). Product problem(s): "none reported" (no info [shunt]). A surgeon reported that a shunt failed to lower the pt's intraocular pressure (iop). Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 05/14/2010, 05/18/2010 and 06/01/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).